Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: investigators were unable to duplicate complaint about casing/condition issue. There was no damage to battery compartment. No damage to cartridge compartment. Unable to confirm any unusual sound coming from pump.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.